Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) 550 mg/dl and an insulin injection was administered to address bg. Customer did not know cause of event. As event occurred in the past, recommendation was made by tandem technical support for the customer to discuss the event with a healthcare provider.